Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Corrected data follow-up report nr.1: the whole report was corrected.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: oxygen connector leakage. Hospital analysis:after the equipment installation was completed, the adapter installed by our department was damaged, resulting in air leakage. No patient harm or consequences reported.

Event description:
The following was reported to hamilton medical ag: during sw update process (from 2.2.x to 3.0.3) the device shut down and started to alarm. Black screen. Will not start. This problem occured after when uploading the .tar file. So the migration file/upload was successful, but during .tar upload the device went black and started to alarm. Will not power on/start the processor. (I can hear the power circuit starting when pushing on, but noting happens. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).